Event description:
The customer observed falsely elevated results generated from alinity c processing module for multiple patients. Those results out of reference range on this alinity c processing module which within range when repeated on another instrument. The one result example provided were: initial sodium=178 mmol/l /repeated=138 mmol/l laboratory reference range for sodium=135 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected the module and determined the cable, ict to ict pre amp (c-35016756-02) the likely cause of the discrepant results. The part was replaced, and the issue was resolved. A review of the alinity ac01678 instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity cable, ict to ict pre amp associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity cable, ict to ict pre amp. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity cable, ict to ict pre amp.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results generated from alinity c processing module for multiple patients. Those results out of reference range on this alinity c processing module which within range when repeated on another instrument. The one result example provided were: initial sodium=178 mmol/l /repeated=138 mmol/l laboratory reference range for sodium=135 to 145 mmol/l there was no reported impact to patient management.